Manufacturer narrative:
According to the facility "the incident occurred post-operatively on the same day the patient underwent a prostatectomy. While experiencing abdominal pressure, the patient was sitting on the edge of the bed and subsequently laid back. At that moment, the foley catheter dislodged and fell out. Upon inspection, it was observed that the balloon was deflated, and a plastic component was missing from the catheter assembly". Per the facility "following the event, the urologist was required to intervene and perform a cystoscopic procedure to retrieve the missing plastic piece from the patient's bladder. A new foley catheter was then re inserted". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the incident occurred post-operatively on the same day the patient underwent a prostatectomy. While experiencing abdominal pressure, the patient was sitting on the edge of the bed and subsequently laid back. At that moment, the foley catheter dislodged and fell out.

Manufacturer narrative:
Updated: b4, d4, d9, g3, g6, h2, h3, h6.